Event description:
A zoll dist returned monitor sn (B)(4) and reported that the monitor was unable to power up.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor was unable to power up. The cause for the failure was isolated to a shorted c1 capacitor on the c/a board. The root cause for the shorted capacitor could not be positively identified. No adverse event resulted from the defective monitor.